Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that they lost connection on their central nurse's station (cns) and are unable to see beds in their ER department. No harm or injury was reported. The customer reported that the issue resolved itself shortly after they called nihon kohden technical support.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) was in comm loss with the beds in the ER department. They later reported that the issue resolved itself shortly after calling nihon kohden technical support (nk ts). No patient harm was reported. Investigation summary: during call with the customer, it was identified that someone might have accidentally exited the cns application. The customer was able to resolve the issue by reopening the cns application. A review of the history of the serial number identified no further reports/recurrences of the issue. Based on the available information, the most probable cause of the issue is user error.

Event description:
The customer reported that the central nurse's station (cns) was in comm loss with the beds in the ER department. No harm or injury was reported.